Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient presented stridor and respiratory distress, which became accentuated towards the entire week due to the tracheostomy's inner canula separated from the cannular tube based on the photo provided. The trach was replaced.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the tube was broken at the proximal end separating the flange-connector. A dimensional test was performed, the inner and outer diameter of the tube was within specification. During the test, it was noticed the tube presents a stiff texture. It was reported that the device's inner canula was separated from the cannular tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: prior to tube insertion, check that the obturator can be inserted and removed without difficulty. Do not use excessive force to connect accessories to the 15mmconnector. This may result in difficult disconnection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.